Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose level. Blood glucose at the time of event was 1.2 mmol/l. The customer current blood glucose was 10 mmol/l. Customer was in emergency room and was treated with food for low blood glucose. Customer was declined for troubleshooting. Customer did not use auto mode feature at the time of low blood glucose event. Customer alleged that insulin pump was over delivering insulin. The reservoir will not be returned for analysis.